Event description:
It was reported the patient was experiencing soreness at the pocket site. Surgical intervention took place on (B)(6) 2021 in which the pocket was revised to address the issue. Therapy was restored.

Manufacturer narrative:
A4: patient weight updated.

Event description:
Additional information received indicates the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.